Event description:
It was reported the patient experienced an overstimulation sensation. About 3-4 days prior, it started making a ¿harder pulse¿ and the patient was able to decrease stimulation. The ¿harder pulse¿ was due to position. When the patient laid down or bent their leg up, it would become uncomfortable. The night prior to the call, therapy made their labia ¿buzz.¿ the manufacturer representative was able to decrease stimulation on the date of this report to a comfortable level using a clinician programmer. The increase in pulse the night prior was not due to position. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v072258, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).